Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate alerts for atrial tachycardia/atrial fibrillation were observed through remote transmission. It was noted that the patient had chronic atrial fibrillation. Programming changes were made. The device remains implanted. The patient will continue to be monitored.